Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer stated that their blood glucose reading was 54 mg/dl after taking juice it became 114 mg/dl and after that, the blood glucose went down to 50 mg/dl they took juice again and blood glucose raised to 117 mg/dl. The customer experienced symptoms such as shaking. Customer was treated with food for low blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set